Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube at the distal tip. The complete fastening of the main tube which holding the proximal clevis is missing. One piece measuring proximately 7mm x 4mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding sheath protruded from the end at the tip-up joint; impossible to remove the trocar from the forceps was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument's sheath protruded from the end at the tip-up joint; impossible to remove the trocar from the instrument. No fragments fell into the patient. There was a delay of 15 to 30 minutes. The procedure was completed with no reported injury.